Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil became unraveled and prematurely detached within the y-connector. An 8mmx20cm interlock coil was selected for use. During the procedure, when the coil was withdrawn, it was noted the coil was unraveled and had prematurely detached within the y connector. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the main coil was detached from the coil.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil was returned. The main coil was stretched, kinked and its interlocking arm was detached. Microscopic inspection was performed, and it was noted that the interlocking arm of the main coil was detached. The functional inspection could not be performed as only the main coil was returned. Dimensional inspection of the main coil zap tip outer diameter (od) and primary coil od was performed and were within specifications. Coil arm od could not be measured due to the detached interlocking arm. No other issues were identified during the product analysis.